Manufacturer narrative:
The insulin pump was received with intermittent response from esc button, due to flattened button dome switch. No button error alarm was noted during testing. The device functioned properly during functional testing. The insulin pump was also received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and a scratched reservoir tube window. No moisture damage inside pump was noted.

Event description:
The customer called and reported that the buttons on the insulin pump were not working. Customer's blood glucose was not known. The insulin pump may have been exposed to water. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.